Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Measuring cable (loose contact) defective, replaced. File clamp (loose contact) defective, replaced. Power supply and test plug were not included. Pixel errors in the display, but these have no effect on the function of the device. Test measurement and function test without errors.

Event description:
In this event it was reported that a raypex 5 apex locator gave incorrect measurements; no injury resulted.